Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Fecal incontinence. Additional narrative: it was reported that the patient experienced vaginal/pelvic pain, recurrent urinary and fecal incontinence with mesh erosion. Excision of mesh was done on (B)(6) 2009 and (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat stress urinary incontinence concurrently with a cystourethroscopy. It was reported that the patient underwent a surgical procedure to treat cystocele, rectocele, and incomplete uterovaginal prolapse on 02/05/2009. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure to treat uterine prolapse, severe cystocele and severe rectocele on (B)(6) 2009. Pelvic floor repair mesh and a hush pelvic implant were implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information was provided at this time.